Event description:
This unsolicited device case was received from united states on (B)(6) 2014 from physician's assistant via sales rep. This case concerns an adult female pt (in her late 40's) who developed knee swelling and pt had a big effusion after receiving treatment with synvisc injections. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On an unspecified date, the pt received treatment with synvisc injection (dose, frequency, route, batch/lot number and exp date unk) for unk indication. Two days after receiving first injection of synvisc, pt's knee (unspecified) swelled and pt had a big effusion and no redness. The reporter stated that physician assistant drained the pt's knee and gave her a steroid injection (unspecified) and reported that pt's knee was fine. Action taken: unk. Outcome: recovering for both the events. Seriousness assessment: intervention required for both the events as pt received treatment with steroid (unspecified). A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.